Event description:
The customer reported the +21.0 diopter cc4204a collamer single piece lens got stuck injector and tore as it advanced in the injector. The lens was partially inserted and removed from the eye. A second attempt was made to insert the same model lens in this patient without success. A three piece lens was implanted without incident. The reporter stated the asico injector was the cause of the incident. The tip of the foam tip plunger seems to have an indentation. The manufacturer of this device will be notified. See MFR# 2023826-2015-00977 for the event involving this patient.

Manufacturer narrative:
Per medical review - reportedly, single-piece collamer iol was not advancing properly out of injector causing the lens to tear. This lens was used as a replacement for the damaged lens of the same model. Incision was not enlarged and no other injury to the patient was reported. 3-piece silicone lens was successfully implanted. No reported postoperative sequelae. According to the report, dated on (B)(6) 2015, the cause of the event was injector. The collamer lens was used with non-validated injector that was a competitor`s product. Dfu under "preparations and usage" recommends :" using the microstaar injector msi-tf and msi-pf with sfc-45 cartridges, msiindigo-p with sfc-25 and the nanopoint delivery system to insert the collamer 1p iol in a folded state". Therefore, the event was not related to any staar device. Based on the complaint history, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - (process evaluation): device history record review, work order search. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A work order search found no similar complaints. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product showed the lens was received in liquid and there was a light scratch on the optic. The injector was not returned. Conclusion: based on the complaint information and the evaluation of the returned product, we are unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4).